Manufacturer narrative:
The reported issue was confirmed. The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier. The device history record review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device had issue with water that implied that it had been there for some days. During checking, the reservoir was nearly empty and there¿s a note in our logbook implying that two arctic suns were ¿completely empty¿ over the weekend. They put more than 3l in each one when they filled them on wednesday, so they were full. Anyway, there were some definite chloramine deposits around the wheel nearest the drain ports. The ports themselves seem dry and they have parked it on a mat for a while and can feel some moisture. Per follow up information received via email on 04apr2024,device has been sent in the bd facility. The issue has not been resolved and device was currently under assessment. Per sample evaluation results on 08may2024, it was reported that the arctic sun device failed the protective earth during est due to high resistance.

Event description:
It was reported that arctic sun device had issue with water that implied that it had been there for some days. During checking, the reservoir was nearly empty and there¿s a note in our logbook implying that two arctic suns were ¿completely empty¿ over the weekend. They put more than 3l in each one when they filled them on wednesday, so they were full. Anyway, there were some definite chloramine deposits around the wheel nearest the drain ports. The ports themselves seem dry and they have parked it on a mat for a while and can feel some moisture. Per follow up information received via email on 04apr2024,device has been sent in the bd facility. The issue has not been resolved and device was currently under assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.